Event description:
The customer reported that the device didn't recognize the presence of ac power. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device didn't recognize the presence of ac power. No pt involvement was reported. The device was evaluated by a philips beach technician and the symptom could not be duplicated. We cannot determine the cause of the reported issue since the symptom could not be duplicated.